Event description:
Withdrawal was reported with symptoms of increased spasticity. The patient heard an alarm. The pump was interrogated and the elective replacement indicator (eri) date was noted as (B)(6) 2012. The patient was admitted, given oral baclofen and replacement was scheduled for the following day. It was reported that there was no injury and the patient recovered without sequela. The pump delivered baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model # 8711 lot # l78412 implanted on: (B)(6) 2000 explanted on: unknown. Catheter model #8703w lot # l71619 implanted on (B)(6) 1999 explanted on: unknown. Catheter model # 8703w lot number l75458 implanted (B)(6) 2000 explanted on: unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly; miscellaneous eri due to time progression.